Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited an increase in impedance readings in the bipolar mode. The physician elected to reprogram the ipg to the unipolar mode.